Event description:
User error, cap on t-piece was not removed when the device was used to implement the physician's order to place pt on t-piece. This resulted in pt not being able to exhale or have adequate gas exchange. Pt coded and died.